Event description:
Microscan technical specialist was removing humidifier from walkaway-96 instrument and received cut on knuckle of right index finger. Employee was using index finger to disconnect the humidifier clamp when hand slipped and right knuckle hit a sharp edge on the humidifier clamp. The cut required four sutures.